Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was doing well post procedure.